Event description:
Caller states the pt tested 2.2 inr on coaguchek system 1 and 1.6 inr on coaguchek system 2 during duplicate testing. Coumadin adjusted due to device results; however, no adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
The medwatch is for suspect device in coaguchek system 2. Reference medwatch with a1 patient suspect device in coagucheck system 1.